Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.

Manufacturer narrative:
Immucor technical support used remote electronic method to assess images of test wells on instrument on (B)(4) 2014. Customer did not return any patient blood sample or customer product to immucor for testing.